Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: visual inspection of the complaint device revealed that the lens was stuck in the cartridge tip. The cartridge was cracked and damaged where the cartridge tip begins, and the cartridge tip was damaged. The nature of the damage is consistent with the application of excessive force while attempting to advance the lens after it became stuck in the cartridge. The lens was observed to be damaged; however, it could not be removed from the cartridge for evaluation. The lens module was inspected and no issues were identified. The complaint issue "cartridge crack" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) cartridge was broken. The incident involved contact with the eye; however, only the cartridge contacted the eye, not the lens. The tip of the cartridge was not damaged. There was no harm to the patient, and a backup iol was used to complete the procedure. The material was returned, and the investigator confirmed that the crack was at the tip with no indication of user error or handling issues identified. No further information was provided.